Event description:
Additional information reported the product was explanted and replaced on (B)(6)-2013. It was said the patient had underdose symptoms on his ¿whole body¿. It was reported the pump only had fentanyl, dilaudid and clonidine in it.

Event description:
A confirmed motor stall noted in event logs with no motor stall recovery on (B)(6) 2013 at 11:07 was reported. Patient felt ¿terrible¿. Patient had been hearing the pump beeping for "2 weeks." Drugs delivered via the device were fentanyl, clonidine, dilaudid and bupivacaine.

Manufacturer narrative:
Concomitant products: product ID 8578, serial # (B)(4), implanted: (B)(6) 2010, product type accessory; product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
During analysis a motor stall occurred and never recovered. It was observed that some of the teeth of gear wheel 3 were significantly corroded. Significant residue was seen on the gear three's o-ring located on the top bridge. Analysis concluded pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication and stall due to gear wheel 3.